Event description:
Caller stated on (B)(6) 2011 that he, "had to go to hospital and having a problem for two years...caused severe reaction...has nerve damage and urinary tract infection."

Manufacturer narrative:
The user alleged his reaction occurred from the use of the subject medical device two years ago. For further evaluation, church & dwight co., inc. Has requested the following from the user: more info about the product and incident, diagnosis, and treatment. This report is a result of a retroactive review of the complaint.